Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 1000mg/dl, and he was treated with an insulin drip. The customer experienced confusion, dehydration, pain, vomiting, and excessive thirst. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. The bolus wizard settings were correct. Reviewed the alarm history and found off no power, battery, and no delivery alarms. Ran a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.